Event description:
It was reported that the patient experienced bleeding and infection for two months following a water vapor therapy procedure. No further patient complications were reported. No additional information could be obtained.

Event description:
It was reported that the patient experienced bleeding and infection for two months following a water vapor therapy procedure. No further patient complications were reported. No additional information could be obtained.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms infection and hemorrhage are known risks associated with procedures involving this device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.